Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On(B)(6)-2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), mood swings ("mood swings") and dizziness ("dizziness") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (bilateral)). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and heavy menstrual bleeding had resolved and the vaginal discharge, abdominal distension, fatigue, gastrointestinal disorder, alopecia, weight increased, migraine, mood swings, dizziness and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping),pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, gi conditions, hair loss, weight gain, ,other, migraine, hormonal changes, bloating, dizziness, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), mood swings ("mood swings") and dizziness ("dizziness") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and heavy menstrual bleeding had resolved and the vaginal discharge, abdominal distension, fatigue, gastrointestinal disorder, alopecia, weight increased, migraine, mood swings, dizziness and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, heavy menstrual bleeding, hormone level abnormal, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping),pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, gi conditions, hair loss, weight gain, ,other, migraine, hormonal changes, bloating, dizziness, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: quality-safety evaluation of ptc, update of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), migraine ("migraine"), mood swings ("mood swings") and dizziness ("dizziness") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) , salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the vaginal discharge, abdominal distension, fatigue, gastrointestinal disorder, alopecia, weight increased, migraine, mood swings, dizziness and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, gi conditions, hair loss, weight gain, other, migraine, hormonal changes, bloating, dizziness, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: case is upgraded to an incident case. Event injury was updated as chronic, dysmenorrhea (cramping), pelvic/abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, gi conditions, hair loss, weight gain, other, migraine, hormonal changes, bloating, dizziness, mood swings and plaintiff did not undergo confirmation test. Patient date of birth, treatment details and essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.